Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Pump primed properly. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button and motor error alarm. The customer's blood glucose value was unknown. Customer reported pump rejected new batteries and light button was sticking and non responsive also reported that the insulin has squirted from infusion set when priming and has to prime more than once. Customer reported during battery changes pump will glitch and uses 3 to 4 batteries before it will work, battery will last diminished 2 weeks. The device will not be returned for analysis.